Event description:
It was reported that the lift detached from the rail and landed on the caregiver's stomach. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The lift was inspected, the holes for the stop screws to which the carriage attaches, had worn out and at the same time the stop screws have come loose. In the end, it was just the plastic gable that prevented the profile from sliding out of its attachment. When the gable cracked, the profile dropped. The wear and tear occurred when the engine was pulled towards the parking position where the movement was stopped. The likorall lifts instruction for use (7en120115 rev. 13) in the inspection and maintenance section states: "a periodic inspection of the lift should be carried out at least once per year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hillrom and using original liko spare parts." The periodic inspection manual for liko overhead lifts (3en191001 rev. 2) states: "verify that carriages are secured to motor and check these parts for abnormal wear. Due to the environment an overhead system is installed in, components may be subject to corrosion. High temperature, high relative humidity, poor ventilation, presence of chlorine and different combinations of these factors, will affect the corrosion rate. Depending on material type a corrosion attack can occur suddenly or in other cases form gradually. The corrosion rate and type of corrosion attack might be different in one area of the installation compared to another. Fixing points classified as safety critical, installed in a corrosive environment such as indoor pool or bathroom, must be inspected. When a component has reached a certain stage of corrosion it might need to be replaced." If the instruction as outlined above are followed it is very unlikely for an injury to occur due to this error. Furthermore, the lift was past is expected life time, as it had been manufactured in february 2001. Although there was no patient injury associated with the reported event, if this type of malfunction were to recur, it could contribute to a serious injury or death. Therefore, hillrom considers this complaint a reportable malfunction.